Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
This device was returned for preventative maintenance. During initial inspection, the baxter technician found a broken power cord. Customer did not report this event nor did they allege product malfunction or defect. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.